Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the cassette a no message alarm went off. The alarm persisted no matter what the customer did. The patient changed the cassette to another one, but the alarm still sounded. No patient injury was reported.